Event description:
It was reported that this right ventricular (rv) lead exhibited an out of range pacing impedance measurement. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).